Manufacturer narrative:
Concomitant medical product: 5076 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent capture at high outputs, oversensing with noise, and had high/ undefined pacing impedance. A fracture was suspected. Upon explant insulation damage was observed. Additionally, the right atrial (ra) lead exhibited high thresholds and appeared to have dislodged. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.